Event description:
During a cardiac cath procedure, the guidewire perforated a branch of the lad. This incident produced a cardiac tamponade. The pt was rushed to surgery, but expired in or. The guidewire was discarded. The physician was to inform the co rep of the incident.